Event description:
Patient (B)(6) has completed their final study visit. The patient experienced implant breakage at the end of 2024, with the most recent imaging dated (B)(6) 25. At this time, the patient remains undecided regarding further treatment. The current plan is to conduct follow-up imaging in six months, accompanied by a video consultation.